Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Microscopic examination of the fracture reveals a quasi-brittle fracture with fracture surfaces approx 45 degrees from the driver axis indicative of torsional fracture; the location of fracture is at the base of the threaded interface. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the inner shaft of the driver sheared off during surgery. The driver broke into three pieces while loading a screw. The surgery was completed using another driver. No pt complications were reported.